Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an auto off alarm occurred. There was no reported impact to the customer¿s blood glucose. Multiple attempts were made to follow up with the customer; however, no response was received.